Event description:
It was reported that the patient complained of experiencing intermittent phrenic nerve stimulation. The left ventricular lead had dislodged. The lead was successfully repositioned. The patient was stable after the procedure.